Event description:
A (B)(6) old male pt contacted zoll customer support to report that the pt's monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: (B)(4) 2012. Device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been conformed. As received, the monitor was resetting. The cause of the resets is fractured solder connections on the dsp component u500, a bga chip on ca board (B)(4), induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have bee accelerated from rough handling. No adverse event resulted from the defective monitor. The pt received a replacement monitor.